Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, per the physician, the patient turned the ins because it caused them pain and they thought it was broken. The physician prescribed medication to the patient instead which worked better than the ins. The patient wanted to have the ins removed but they had been sick and was not able to contact the doctor they were referred to. The patient refused further assistance. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.